Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient claimed that the pump was powering off. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible battery compartment or battery cap damage. The keypad and display were intact. No moisture was observed behind the pump's display. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated rebooting had occurred. Visual inspection revealed that the battery cap threads are stripped. There is no visible physical damage to the battery compartment. The battery cap was unable to maintain an electrical connection and rebooting was duplicated. A test battery cap was used to complete investigation. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no further power issues occurring. Investigation concluded that the damaged battery cap caused the reported power issues.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.